Event description:
During a ptca treatment procedure, while reshaping the tip of the pt2 moderate support guidewire, the tip fractured. The lesion being treated was a non-calcified, 99% stenotic bifurcation lesion involving the mid left anterior descending (lad) and 1st diagonal branch (1st diag) coronary arteries. The physician advanced a whisper ms guide wire to the mid lad and the pt2 moderate support guidewire was advanced to 1st diag along a 7f mach1 vl3.5 guiding catheter. After both wires had been placed across the lesions, both lesions were predilated with a mercury 3.0/14mm balloon catheter. Following poba, a cypher 3.0/18 mm stent was deployed in the 1st diag. A driver 3.5/18mm stent was deployed in the lad straddling the 1st diag. Following successful deployment of the stents, the whisper ms guidewire was advanced to the 1st diag along the pt2 that remained in that vessel, then the pt2 was redirected into lad. The mercury 3.0/14mm balloon catheter (used for predilatation) was advanced to the 1st diag, but it would not cross it because the wire became stuck. The pt2 guidewire was removed with the intention to reshape and reinsert it and the distal shaft was checked. A bend was noted approx 1 cm from the distal end of the guidewire. The physician attempted to carefully reshape the tip, but it fractured. The procedure was successfully completed using a new guidewire. No pt injuries or complications were reported. Pt status is reported as 'good.'